Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system had a pure-white screen and locked up. There was no patient injury or death reported.